Event description:
In 2001 received phone call from the pt stating that after a venipuncture with a protectiv and IV catheter; not immediately after, experienced symptoms that included cold extremities, red blotchy areas and chest tightness. Rptr observed a non eventful venipuncture with no adverse effects at facility or while within the facility area.